Event description:
The customer reported his blood glucose and insulin history is as follows: time: 10:42 pm, bg mmol/l: 18.8, (mg/dl): 338, bolus (u): 6.9; 6:38 am, 20.4, 367, 8.10; 8:43 am, 18.2, 328, 6.5. At 8:58 am, the pod was then removed and he noticed the cannula looked like it was broken.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.